Manufacturer narrative:
Revision surgery of the tibial implants is planned for patient with a unicondylar knee implant. Reason for revision is unknown. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery of the tibial implants is planned for patient with a unicondylar knee implant. Reason for revision is unknown.